Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank display after being exposed to moisture. The customer also reported that there was a constant tone. The customer reported that the buttons were scrolling on their own. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly. Moisture damage was also found on the keypad during visual inspection. No audio or beep anomaly noted. Unable to perform operating current test, unexpected restart error test or all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart. Alarm or keypad unresponsive button error alarm due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.